Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal to middle portion of a very tortuous lad coronary artery, the quantum maverick monorial balloon lost pressure at 16 atmospheres on the initial inflation. The patient was asymptomatic with this event. The quantum maverick monorail balloon was removed and replaced with a rotoblator catheter with successful treatment of the lesion. The lesion was then dilated with another quantum maverick balloon prior to successful placement of a radius stent. A pt graphics guidewire, an 8f wiseguide flash guide catheter and an encore26 inflation device were also used in this case, but the size and type of introducer sheath used is unknown. The procedure was successfully completed. No patient injuries or procedural complications were reported as 'good'.